Manufacturer narrative:
The device was returned to the manufacturer and evaluated at tek park for proximal weld separation. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. Aesculap inc. Previously reported that a supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of this analysis, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. The visual inspection at tek park noted solder joint between rotator block and thumb loop was broken and disassembling. Repair information was not available. Functional testing showed handle action was not smooth. Physical inspection summary: the returned device was evaluated and the shaft easily separated from the rotator housing. The instrument was observed to function intermittently, therefore no further tests were performed. The complained failure of the device was confirmed. Based on prior evaluations of complaint devices reported with a failure mode of proximal weld break/separation, this event likely occurred due to inadequacies in the defined production process which limited the device performance. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be provided.

Event description:
It was reported that there was an intraoperative malfunction with a prestige grasper. This occurred during setup for a laparoscopic cholecystectomy procedure. The surgical technician noted that there was separation at the proximal weld. The device was not used. There was a 5-minute surgical delay required to retrieve another instrument tray.